Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that display screen had been fading for the last few months and now display screen was completely blank. Customer reported to work in construction. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.